Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). In the stage of loading the seal, loaded the seal as indicated on the IFU and hold the seal loader. The seal was advanced and then released and pulled, but the seal did not come out normally and a situation occurred inside the seal loader. The procedure was performed as indicated in the IFU, but due to the phenomenon that occurred, the medical staff determined that the operation could not be performed with the currently used product, and the operation was performed using a new product. Unlike before, the seal was well loaded without any problem on the product, so it was well applied to the patient during the operation, and the operation was well completed without any abnormality in the patient's condition after the operation.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12apr2021 and investigated on 22apr2021. Signs of clinical use and no evidence of blood were observed. Delivery device was returned outside the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the unlocked position. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 25155803 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). In the stage of loading the seal, loaded the seal as indicated on the IFU and hold the seal loader. The seal was advanced and then released and pulled, but the seal did not come out normally and a situation occurred inside the seal loader. The procedure was performed as indicated in the IFU, but due to the phenomenon that occurred, the medical staff determined that the operation could not be performed with the currently used product, and the operation was performed using a new product. Unlike before, the seal was well loaded without any problem on the product, so it was well applied to the patient during the operation, and the operation was well completed without any abnormality in the patient's condition after the operation.